Event description:
It was reported that a piece of the blue plastic (insulation) was missing from the tip and it caused a burn to the patient. Additional information was requested from the reporter including the operative report, the extent of the burn, any images of the burn, and the patient current condition. Follow-up communication with the reporter provided information that the event was a little burn in the patient's shoulder, but everything was all right. The patient is feeling o.k. Now; there was no harm to the patient. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation. Visual evaluation revealed the blue insulation came off on the corner radius of the electrode and metal was exposed; the insulation showed signs of melting. Scratches and scapes were present on the probe. Function test could not be conducted due to damage to the device. The cause of the event was determined as misuse by user. Device history record review revealed nothing relevant to this event. The most likely cause of this type of ablator condition is lack of insulation to the electrode due to user mechanical damage to the device, such as hitting the device with another device. This is the first complaint of ths type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.